Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') and caesarean section ('c section') in an adult female patient who had essure (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included caesarean section and adhd. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / bleeding worse after essure was placed"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("bacterial vaginitis") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced endometriosis ("endometriosis"), menopause ("perimenopausal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis and urinary tract infection had resolved, the caesarean section, pregnancy with contraceptive device, endometriosis, menopause, dysmenorrhoea and vaginal discharge outcome was unknown and the headache and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, bacterial vulvovaginitis, caesarean section, dysmenorrhoea, endometriosis, headache, menopause, menorrhagia, pelvic infection, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Pregnancy test - in (B)(6) 2012: pregnant. Lot number: 627308 manufacturing date: 2008 -05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection') and caesarean section ('c section') in an adult female patient who had essure (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included caesarean section and adhd. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / bleeding worse after essure was placed"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), bacterial vulvovaginitis ("bacterial vaginitis") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced endometriosis ("endometriosis"), menopause ("perimenopausal"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis and urinary tract infection had resolved, the caesarean section, pregnancy with contraceptive device, endometriosis, menopause, dysmenorrhoea and vaginal discharge outcome was unknown and the headache and abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, bacterial vulvovaginitis, caesarean section, dysmenorrhoea, endometriosis, headache, menopause, menorrhagia, pelvic infection, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date provided in pfs: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Pregnancy test (B)(6) 2012: pregnant. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: case was upgraded to serious incident. Previously reported event "injury to herself" updated to "pregnancy (no complications)", events- "device ineffective, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic infection, headaches, endometriosis, perimenopausal, dysmenorrhea (cramping), vaginal discharge, caesarean section, bacterial vaginitis, urinary tract infection, abdominal pain" added. Reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.